Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited no capture at maximum output settings. The rv lead was capped and replaced on (B)(6) 2026. Patient condition was stable.

Manufacturer narrative:
Correction: b1 ¿ type of report: "adverse event" and b2 - b2 - outcomes attributed to adverse: "required intervention to prevent permanent impairment/damage (devices)" in 2017865-2026-06539 submitted on 30 mar 2026 should have not been selected.

Event description:
New information received notes that the right ventricular lead revision procedure on (B)(6) 2026 did not take place and was postponed. A venogram imaging was performed and determined that the patient was occluded. The rv lead remained implanted and active. No patient consequences provided.